Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was at the cannula insertion site.the infusion set was in use for 1 day. The site of insertion was abdomen. No further information available.